Event description:
It was reported that damaged product was found at an unspecified time with 10 ml bd posiflush¿ normal saline syringes. The following information was provided by the initial reporter, "bag 28 - pt. Event; unspecified failure: customer sent one used me2017 attached to one used 10ml bd syringe, lot: 9231377, exp: 2022-08-31. Attached to one used non-bd needle-free connector. Bag 32 ¿ pt. Event; unspecified failure: customer sent one used me2017, lot: 19026657. Customer sent one used me2017. Attached to one used 10ml bd syringe, lot: 8227550, exp: 2021-08-31."

Manufacturer narrative:
Additional information : this complaint was split onto (B)(4) due to patient information being provided for each bag of samples received. Lot# 8227550 was removed from this complaint and is now part of (B)(4). Correction: d.4. Medical device lot #: 9231377. D.4. Medical device expiration date: 2022-08-31. H.4. Device manufacture date: 2019-08-19. F.1. Device codes: 1354/1069. H3 other text : see section h.10.

Manufacturer narrative:
H.6. Investigation summary : it was reported the item was broken. This is the 2nd complaint for lot # 9231377, and 1st complaint for lot# 9231373 for this type of defect or symptom. Previous complaint# 1518727. A device history review was conducted for lot number 9231377. There was no documentation for this type of defect during the entire production run of this batch. One photo was provided. The photo shows an IV device, a plastic bag and one posiflush syringe. The posiflush platform was contacted. After an investigation with the dchu it was confirmed that an onsite investigation was performed. Findings from the site visit determined that there is most likely a correlation to the usage of alcohol products (in the form of tips) and the incidences of cracked, broken or crumbled fixed collars on make luer end of set me2017. If proper dry times are not followed after scrubbing the hub, alcohol binding may result causing the reported failure modes. With the continued use of alcohol products; bd has proposed alternate products that will have improved product performance. The improved chemical resistance, including alcohol resistance, is due to the materials used in manufacturing the male and female luers. Root cause: can¿t be confirmed. Nothing in the bd manufacturing process has been identified that could contribute to this failure mode. H3 other text : see section h.10.

Event description:
It was reported that damaged product was found at an unspecified time with 10 ml bd posiflush¿ normal saline syringes. The following information was provided by the initial reporter, "bag 28 - pt. Event; unspecified failure: customer sent one used me2017. Attached to one used 10ml bd syringe, lot: 9231377, exp: 2022-08-31. Attached to one used non-bd needle-free connector. Bag 32 ¿ pt. Event; unspecified failure: customer sent one used me2017, lot: 19026657. Customer sent one used me2017. Attached to one used 10ml bd syringe, lot: 8227550, exp: 2021-08-31".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9231377. Medical device expiration date: 2022-08-31. Device manufacture date: 2019-08-19. Medical device lot #: 8227550. Medical device expiration date: 2021-08-31. Device manufacture date: 2018-08-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that damaged product was found at an unspecified time with 10 ml bd posiflush¿ normal saline syringes. The following information was provided by the initial reporter, "bag 28 - pt. Event; unspecified failure: customer sent one used me2017. Attached to one used 10ml bd syringe, lot: 9231377, exp: 2022-08-31. Attached to one used non-bd needle-free connector. Bag 32 ¿ pt. Event; unspecified failure: customer sent one used me2017, lot: 19026657. Customer sent one used me2017. Attached to one used 10ml bd syringe, lot: 8227550, exp: 2021-08-31."